Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause coma.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient experienced inaccurate cgm values after the sensor was inserted in the abdomen. On (B)(6) 2024 the patient was hospitalized for hypotension. She did not know that her readings were inaccurate. The estimated glucose value (egv) the morning of the episode was 200, 240, 250 mg/dl and the bg was reportedly high, but no value provided. At one point, a bg was documented at 200 mg/dl. The omnipod gave insulin. She was allegedly given more insulin than necessary. The patient experienced malaise, diaphoresis, shakiness, and incoherence. She could not walk. She was hypotensive. The spouse called an ambulance, and she was transported to the emergency department. She reportedly had a life-threatening experience and was given epinephrine while in the intensive care unit to get her blood pressure back up. It was not discussed whether she experienced hypoglycemia. The bg/egv at that time were not discussed. The patient was also reportedly given IV fluids and antibiotics. She underwent blood testing and was in a coma. The patient was in the hospital until (B)(6) 2024. She was doing ok at the time of the call. Attempts to contact the patient for more details about the episode were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when patient experienced the symptoms. No additional patient or event information is available.